Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient who reported the cause of them no longer feeling stimulation was due to user error with their equipment. They state they spoke with technical services who helped resolve the issue. Additional information was received from patient who reported they were confused with their equipment and was getting neurostimulator battery low. No new allegations. Patient reported they would reach out to their manufacturer representative (rep).

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the manufacturer representative (rep) told them to call patient services for assistance. Patient stated that last sunday was the first time they recharged the implanted neurostimulator and the ins charged perfectly to 100%, however now when they went to the main screen, the handset kept saying that the recharger was not found even though they had just finished recharging the implanted neurostimulator to 100%. Agent was advising the pt to reset the recharger, but pt then said that the handset was connecting to the handset. Pt then saw not found. Agent had the pt reset the recharger. Agent had the pt close all of the apps on the handset, open the recharger app, turn the recharger on, and attempt communication. Pt saw connecting to recharger and then not found. Agent had the pt turn the handset off and power the handset back on. Pt noted that the handset was at 100%. Agent had the pt reset the recharger again and then attempt communication. Pt saw not found. Agent had the pt tap switch recharger and enter the recharger serial number manually. Pt noted that the recharger green light was steady. Agent had the pt reset the recharger and attempt communication again as pt saw not found again. Agent also had the pt turn bluetooth off on the handset and then back on. Agent had the pt close all of the apps on the handset again and then open the recharger app and turn the recharger on. Pt saw not found, so agent had the pt tap retry. Pt said that they were having such difficulty with their back right now. Pt said that there was a steady green light on the recharger. Agent was guiding the pt through using the recharger without the handset/recharger app. Pt was then getting the external equipment confused. Agent guided the pt through using the recharger. Pt did not see the recharger lights on, so agent had the pt turn the recharger on. Agent then heard the recharger beeping and searching for the ins like normal, so agent had the pt place the recharger over their ins and agent then heard the recharger beep two tones that rose in pitch. The recharger found the ins and was recharging the ins. Agent had the pt open the recharger app and pt saw the charging screen with the ins at 100%. Pt said that a message said that the recharger battery was low. Agent had the pt dock the recharger. Agent advised the pt to allow the recharger to recharge back up fully. Pt then said that there was one bar lit up on the recharger battery indicated. Pt then wanted to make therapy adjustments. Pt said that the last few days they had felt the stim working, but now they were not feeling stim at all. Agent had the pt close the recharger app and open the mystimrc therapy app. Pt was prompted to scan the communicator barcode/enter the communicator serial number manually. Pt said that they didn't think that they had the strength to get the handset out of the case. Pt couldn't get the handset out of the case during the call, so agent was unable to obtain the communicator serial number or perform further troubleshooting. Pt said that they preferred to call ps back once they were able to get the handset/communicator out of the case. When asked for the event date, pt said that it was the last few days and that the stimulation was alleviating their pain, but then they weren't feeling the stimulation working anymore. Once pt calls back, pt will most likely need assistance with resetting the communicator and connecting the communicator to the handset/ins.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID wr9230, serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the cause of the issue was due to use error. Pt was assisted by pats and the issue has been resolved. They were able to get excellent connection.